Event description:
Caller reported a cgm error and a problem with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the process, after which the pump no longer displayed the error code. The caller successfully started their sensor session without further issues.